Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2017 with the following findings: during investigation, there were unexplained pump reboots observed in the black box. The battery compartment was found to be cracked above and below the bumper pad. The returned battery cap had stripped threads. The cap was unable to maintain electrical connection and the reported "power" complaint was duplicated. A test battery cap was able to fit and maintain electrical connection. The test battery cap was used to complete a 24 hr duration test. There were no pump reboots duplicated during this time. Unrelated to the original complaint, the battery compartment was found to be cracked. There was corrosion observed inside the battery compartment. A leak test failed due to a battery compartment leak. The pump cover was removed and there was no further evidence of moisture observed on the printed circuit board or internal components. There was no damage to the power circuit board found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.